Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.

Manufacturer narrative:
We checked the returned unit and confirmed that the bending rubber steel braid piercing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the insertion flexible tube (ift) buckled, the operation channel leak, and the balloon feeder/return tube leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0628(ift)" and/or the risk analysis results, it was evaluated to submit MDR.